Event description:
Legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2005. Legal counsel further reports patient allegations of pain and difficulty walking. No revision procedure has been reported to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from complaint report noted that the patient underwent a right hip revision on (B)(6) 2014. The presence of metallosis was noted during the revision procedure. The modular head and acetabular cup were removed and replaced. Additional information received in patient operative (op) report dated (B)(6) 2014 notes the presence of yellowish fibrous tissue, grayish capsular tissue, cloudy fluid, black residue on taper of neck and metal head, scratches on the head, and cup over-hang. The stem was well-fixed. Cup and head were removed and replaced with a unipolar head as a spacer. Subsequently, patient underwent a second revision procedure (B)(6) 2014 due to infection and recurrent dislocations. Revision op report further notes that the femoral shaft fractured below the trochanteric osteotomy that was performed to remove the well-fixed stem. The head and stem were removed and replaced with antibiotic spacers.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states: "intraoperative or postoperative bone fracture and/or postoperative pain." "Material sensitivity reactions. " & "early or late postoperative infection and allergic reaction". This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 MDR's filed for the same event (reference 1825034-2014-05470 /-07601 and 2015-00412 / 00413).